Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. She also reported having blood and bruising at site and had the infusion set detached from her body. The customer stated she was not actively bleeding and did not show signs of infections. Blood glucose value was 157 mg/dl. Customer declined troubleshooting for failed battery test alarm. Customer would be contacted by the trainer to discuss other infusion set types.